Event description:
When removing the device, the catheter was broken close to the cm 12.

Manufacturer narrative:
This failure could not be verified due to no product returned for eval. A root cause is unable to be determined therefore, no corrective actions will be taken. If the product is returned in the future, the issue will be reevaluated at that time.